Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. The nurse stated that the patient was not hospitalized prior to death. Per the nurse, the patient did not have any events of peritonitis at the time of death. Pd therapy was not withdrawn prior to the death however it was unknown if the patient was connected to the hc device at the time of death. It was unknown if an autopsy was performed. It was unknown if a death certificate was available. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the patient's death. External/internal visual inspection was performed with no problems found. Electrical and functional rite testing was performed and passed. Analysis of the device pneumatic system revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. The product analysis lab analyzed the device and no failure or malfunction was identified that could have caused or contributed to the patient's death. A review of the service history revealed no previous service events that would cause or contribute to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.